Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. System operates as intended. (B) (4).

Event description:
The customer reported intermittent filament regulator errors. No patient injury was reported.